Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, an e103 error was noted due to faulty converter and igniter unit. The front panel light-emitting diode was blinking due to dust inside the sensor. In addition, high function not working intermittently due to faulty hinge unit, dust found inside the unit, crack on the lens, cable deform, top cover rust, tank socket rust, lamp door rust, front panel crack, heavy corrosion on chassis, and red image display were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera iii xenon light source display red image with the scope. The customer attempted another unit and it was working as normal. The event occurred during preparation for use. During a standard service inspection of the customer returned device, an e103 error and front panel light-emitting diode were noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the phenomena of (1) reddish image coming on screen, root cause could not be identified; (2) front panel led blinking was due to dust inside the sensor; (3) error e103 coming on display was due to igniter unit; (4) error e103 coming on display was due to faulty converter. The phenomenon was resolved by cleaning the dust. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received noting the intended procedure was a diagnostic ugi. It was completed using a similar device without any patient harm noted.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. This information has no impact on the investigation results provided in the previous report. Should further information be provided, another supplemental report will be submitted.